Event description:
An event did not occur, however an intermittent software anomaly has been discovered whereby imported data may be missing after performing a dicom export. The missing data may cause incorrect treatment planning for radiation therapy on third party vendor software.